Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with a 700cc mentor memorygel breast implant on the right side. The patient, for unspecified reason, underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9501953 sn: (B)(4) and (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9505186 sn: (B)(4). However, during the explantation surgery, it was discovered that the right breast implant was ruptured.

Manufacturer narrative:
On december 10, 2020, the product investigation was completed. Device investigation summary: during a visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).